Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant was charging for over an hour and the implant was at 80% and didn't fully charge. The issue began today. During the call there were no damages on the recharger, controller charging port and battery compartment. Patient then connected the recharger and confirmed recharging excellent. Controller was at 30% and implant charged from 80%, then 90% then 100%. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that pt called back stating that they talked to their rep, brooke, and that they were going to be seeing the rep on monday. Pt said that they thought that the ins battery was going out because they were having issues with recharging the ins too much even and they were on the lowest program. Pt said that there was nothing wrong with the equipment but the device had been acting ludicrous. Pt said that they had a problem last week and they reset the controller after calling brooke and then it seemed okay and the ins would charge. P t said that the ins would charge for two hours and the ins would still be at 70% and not charge to 100%. Pt then said that this morning the ins was at 90% and the controller was at 80%. Pt's daughter then came on the phone and said that last night before the pt went to bed, the controller was at 60% and the ins was at 40% so the pt had to charge the ins. Caller said that when the pt was done charging the ins, the ins was at 100% but the controller went from 60% to 70% after the ins had charged up by 60%, so it didn't seem to be reading correctly. Caller said that in 10 minutes, theins went down 10%. Pt then came back on the phone and said that finished was indicated when the ins reached 100%. Pt said that they were not getting a lot of relief from the ins and that they told this to the surgeon on the phone the other day. Pt said that brooke told them that they could increase the stimulation, however when they did increase the stimulation, they felt the stimulation down their right leg which was uncomfortable. Pt said that they had tried all of the settings that they were given. Pt noted that they had been given maybe 11 settings since they've had the ins. Pt said that they were not looking for 100% relief and they just wanted to function. And not have to keep taking a lot of medications. Pt said that they were charging the ins every day even though they were on the low setting. Pt said that sometimes it was taking over an hour to recharge the ins even when excellent was indicated. Agent redirected pt to hcp/rep at appt on monday to further address the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked if the issue was resolved and patient responded "does not matter", leads up the spine have moved, no relief. Have none working. Stim still in place. Additional information was received from the patient via patient letter. Pt reiterated that no need to determine cause as wire up the spine had moved, no relief. No steps taken or will be taken to resolve ins battery draining quickly/charging issues. Patient does not know if issue is resolved. They're going to the va at the end of august. Dr. (B)(6) did not want to reset or remove.